Manufacturer narrative:
An event of device migration (embolization), approximately 7 months post implant, and epistaxis were reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible contributing factors for device embolization include incorrect sizing, positioning issue. Information from field indicated that the sizing of the device was determined by using CT thorax scan. Information from field indicated that the device was implanted successfully, and close criteria and a tension test were satisfied. The physician believes the cause of device embolization was unknown. From cine review; "a review of the implant tee does not indicate a cause for the embolization. However, the device does not appear to be very compressed or have very good apposition to the laa¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received and without the device to analyze, the cause of the reported device embolization could not be conclusively determined. The reported hospitalization and bleeding were a result of case-specific circumstances. The reported unexpected medical intervention was a planned surgical retrieval to remove the embolized occluder. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, an amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 12f amplatzer torqvue delivery system. The device was implanted successfully utilizing close criteria and a tension test. No leaks were observed. Left atrial pressure was not recorded. On (B)(6) 2025, a thorax CT scan was performed and the amulet occluder was observed to have dislodged from implant site and embolized to aortic bifurcation. Patient was experiencing epistaxis. It is unknown if the device caused an obstruction of blood flow. The device was removed via a planned surgical retrieval. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.